Event description:
A. The event date provided in the der was (B)(6)2021, however, the "date these products were implanted/inserted" provided in the der was on (B)(6)2021. Can you please confirm the correct event date? Was it on (B)(6)2021 or (B)(6)/2021? B. Event description stated, "the retaining clip that holds the metal screw piece for the trial constrained liner was damaged/bent". But, the reported product is a hip constrained acetabular liners/pinn lnr con +4 neut 40idx64od (121840664). Can you please confirm what product/device was bent? Was it the instrument or the implant? C. Can you please provide the product code and lot number of the instrument (retaining clip)? Answers: a. The correct date was(B)(6)/21 b. The instrument was bent c. I accidentally provided you with the product number for the implant. The product number for the damaged instrument should be 2218-40-664. No lot number was available on the constrained liner instrument.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. H10 additional narrative: added: b5 and d4 (procode,UDI) corrected: d1, d2 and g1

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the retaining clip that holds the metal screw piece for the trial constrained liner was damaged/bent while trying to remove the trial liner from the shell. Nothing broke off from the instrument. No lot number was available. No surgical delay.